Event description:
A malfunction was reported with a malfunction code displayed as malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection without requiring third-party assistance. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was informed to continue using the pump and to contact technical support if any further malfunctions occurred.